Event description:
A durable medical equipment supplier (dme) reported that a heated humidifier and its associated continuous positive airway pressure device (CPAP) had stopped working. The patient examined the devices and located a thermal void in the humidifier's bottom enclosure and found that the two devices were fused together. There was no report of injury or harm. The device was returned and evaluated by the manufacturer who confirmed the complaint of the humidifier having a thermal void in both the top and bottom enclosures. The enclosure damage was proximal to a thermally damaged portion of the humidifier's printed circuit assembly (pca), in the location of the j3 connector to the humidifier heater-plate. The thermal damage to the top humidifier enclosure resulted in deformation of the humidifier's main connector, which mates the device to the associated CPAP and supplies dc humidifier control signals. The CPAP was thermally damaged at the location of the connector. The manufacturer confirmed that the CPAP functioned normally and that the enclosure had not been compromised as a result of the failure.

Manufacturer narrative:
The manufacturer completed the investigation of the failure mode of the j3 connector and concluded it is caused by (B)(4). The manufacturer was able to isolate the population of devices potentially manufactured with the specific supplier's suspect connector and issued a voluntary field corrective action. The FDA was notified in july 2009 and philips respironics was issued recall number z-1260-2009.